Event description:
The patient reported infusion set tubing was leaking at the site and confirmed connector clicked into cannula housing/site when connecting the tubing to the site and had high blood glucose levels which was treated with correction injection via multiple daily injection (mdi) on (B)(6) 2026 and it has been in use for twenty-four hours.

Manufacturer narrative:
Initial 4 of 4. E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.